Event description:
The complainant stated that the bed cannot be placed into trendelenburg.

Manufacturer narrative:
The account biomed stated he cleaned out the area under the dust cover near the trendelenburg hook and switches to repair the bed.